Event description:
This report is for pt 1 of 2. Health professional reports: protime system inr message: 6.6. Unspecified lab system inr result: 15.8. Pt therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval currently in process.